Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, introducer sheath and main coil were returned for this complaint. The coil and pusher wire arms were not interlocked within introducer sheath. The coil was inspected, and it was found severely stretched and kinked. The pusher wire was inspected, it was kinked. No more damages were found in the returned device. A functional test was performed. The pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing because the coil was stuck. It was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the pusher wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was found to be detached. Dimensional inspection of the pusher wire that could be measured was performed and dimensions were within specification. Dimensional inspection of the main coil that could be measured was performed and observed that the outer diameter (od) of the zap tip and primary coil were within specification. However, a number of fiber bundles were missing, due to the coil's stretched condition.

Event description:
Reportable based on device analysis completed on 07oct2021. It was reported that the coil detached in the catheter. The target lesion was located in the internal iliac artery. A 10mm x 50cm interlock was selected for use. During the procedure, the catheter and hub part of the direxion catheter broke when the coil was inserted. Both the coil and catheter were removed without any problems. However, the coil prematurely detached into the catheter. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed that the interlocking arm detached and fiber bundles were lacking.